Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was replaced to resolve the issue and the customer used a backup insulin pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.